Manufacturer narrative:
Detachment occurred in an anterior direction. Revision surgery was performed without incident with a noted superior anterior prominence present prior to performance of standard glenoid bone removal steps during the revision.

Event description:
Glenosphere detached from the baseplate.